Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1k333671. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported the patient implanted with this neurostimulator experienced shocking sensation below their implant site and buttock area. They reported they felt the shocking sensation when sitting down. The patient denied any falls, procedures, nor received imaging. The patient was assisted with charging their device and no red lights on the remote control were present. Then it was discovered the patient has high impedance. The stimulation was turned off and the physician submitted orders for a revision surgery. Additionally, it was ultimately decided that the patient had surgery to explant their neurostimulator and tined lead with no replacement. Also, it was discovered during explant that the lead was fragmented. The local care team contacted the patient to determine their status, but the patient did not respond.